Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred. Customer changed pump supplies and restarted pump. However, the alarm reoccurred. There was no reported adverse impact to the customer's blood glucose. Customer reverted to using another pump for insulin therapy.